Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-20 h6: investigation summary two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned samples and photos was carried out and a bent non patient end of cannula was observed on the two samples. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. Due to the condition the samples were returned no clog test could be carried out. H3 other text : see h10.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the user reported that the drug solution did not come out.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the user reported that the drug solution did not come out.

Manufacturer narrative:
(B)(6). Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.